Manufacturer narrative:
Add'l serial # (B)(4). Device history record (DHR) review was conducted for the identified lot number and serial numbers of the disposable devices. No abnormalities were found related to the reported information. These devices passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
After several unsuccessful cavity integrity assessment (cia) tests with two devices during a novasure ablation, the procedure was aborted and two small uterine perforations were confirmed on post hysteroscopy and laparoscopy. No treatment was provided for the perforation and the patient was discharged home. A sounding with a metal sound (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.